Event description:
It was reported by the customer that the bd pyxis anesthesia es system went offline during a caesarean-section, which caused a potential delay in dispensing the medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, h6 and h11 a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was offline due to software update. A field service engineer found that the device was offline due to software update. Connected the device to wi-fi and all functions returned to normal. The system was functional as intended after the field service engineer assessed the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station went into offline due to a software update. A field service engineer connected the station to wireless fidelity network to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis anesthesia es system went into offline during c-section case. The customer reported that there was no delay to patient care due to this malfunction. There were no adverse events or injuries reported based on this incident.